Event description:
It was reported that the patient received multiple inappropriate shocks. Device interrogation showed multiple episodes of p-wave oversensing and non-sustained lead noise. X-ray revealed lead dislodgement. The ICD system was explanted and replaced. The patient was well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.